Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: tailored endovascular therapy for deformed viabahn vbx balloon-expandable stent graft by external force in aortoiliac disease source: the journal of the american college of cardiology (jacc): case reports, vol. 30, no. 21, 2025. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following publishment was reviewed by gore: title: tailored endovascular therapy for deformed viabahn vbx balloon-expandable stent graft by external force in aortoiliac disease. Source: the journal of the american college of cardiology (jacc): case reports, vol. 30, no. 21, 2025. (Patient 2). On unknown date, a patient underwent endovascular treatment for occlusion from the aorta to the bilateral common iliac arteries (cia) with nodular calcification occupying the lumen using gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). Two 7.0 x 79 mm vbx devices were deployed from the aorta to the bilateral cias using kissing stent technique. The blood flow improved. Intravascular ultrasound (ivus) showed that the bilateral vbx devices had expanded into a circle. Also, a 7.0 x 79 mm vbx device was implanted for the residual lesion in the left cia. Her abi improved to 1.10 and 0.88 on the right and left sides, respectively. On unknown date, but ten days later, the patient's left abi worsened. Contrast-enhanced computed tomography revealed the deformation of the vbx devices deployed in both cias. A re-intervention was then conducted. Fluoroscopic images showed that both vbx devices deployed from the aorta to the bilateral cias were deformed and flattened, particularly in the left cia. After the dilation by a semicompliant 8.0 x 20 mm balloon, favorable expansion of deformed vbx devices were achieved. On unknown date, but one (1) month later, intermittent claudication recurred in her left leg. Contrast-enhanced computed tomography revealed that the vbx device deployed in the left cia was deformed again and occluded. The physician speculated that the vbx device was compressed by being sandwiched between the abdominal wall and the lumbar spine due to bent back. A re-intervention was then conducted. Fluoroscopy, angiography, and ivus showed a flattened vbx device in the left cia and vbx device occlusion. A 7.0 x 100 mm self-expandable stent (ses) was deployed in the deformed vbx device. Blood flow improved, and ivus showed that the vbx device became a circle. On unknown date, the vbx device deployed in the right cia was deformed and occluded 5 months after the ses implantation in the left-sided vbx device. A re-intervention was performed. A 7.0 x 100 mm ses was deployed in the right-sided vbx device. After the additional ses insertions in both cias, 4 years passed without deformation of the vbx devices. The patient had no symptoms, and her aib was maintained within the normal range.